Manufacturer narrative:
Model number/ catalog number: sc-2218-70, serial number: (B)(4), batch/ lot number: 2000008044, model/ catalog description: linear st lead kit 70 cm. Model number/ catalog number: sc-2366-70, serial number: (B)(4), batch/ lot number: 2000007297, model/ catalog description: linear 3-6 lead 70 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No further information could be obtained.